Event description:
It was initially reported by company representative that the pt was sitting in the chair attached to the hoist and attended by two caregivers, as they started to wind up the hoist the pillar slowly tipped to one side and the caregivers supported the pt when the hoist slowly fell to the floor. The resident was examined by gp after the event. No injuries were reported. Device examination performed with the customer showed that device is old with paint flaking off the bottom of the post where it is connected into the floor plate, chair was in working order. It was not possible to perform function test due to the reported malfunction. Mast broken off a floor plate, also confirmed by provided photos. Additionally the post was badly rusted/corroded where it joined the base plate.

Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for autolift, we have found very low number of other similar cases where mast broke off the plate. We have been able to establish that there is no complaint trend concerning these kinds of events. The device was inspected by an arjohuntleigh representative at the customer site and found to be out of the specification. Broken off mast, badly rusted/corroded where it joined the base plate. The device was being used for pt handling and in that way contributed to the event. From received info there is no indication that any injury occurred as a result of this incident. Product instruction for use (IFU) is provided with each device. IFU ((B)(4)) warns: "some of these parts are safety critical to the operation of the hoist and will need to be examined and serviced on a regular basis and must be replaced when necessary". Complained product is subject to wear and tear to preserve its safety and performance preventive maintenance should be carried out. List of recommended steps can be found in instruction for use. 'General hoist condition' section includes inter alia:" check that all external fittings are secure and that all screws and nuts are tight. A general visual inspection of all external parts should be carried out periodically and all functions should be tested for correct operation, to ensure that no adverse damage has occurred during use. If in any doubt about the correct functioning of the autolift, withdraw it from use and contact arjo service department". The received info and corresponding photos showed that heavy signs of wear and corrosion in bottom of the plate where mast is attached and also rusty bottom part of the mast. This problem has been communicated to the market in safety notice (B)(4). Actions indicated in this notice: during service and repair thoroughly inspect the welded area for cracks and severe corrosion. For guidance on corrosion that is not acceptable. Those found in this condition, recommendations to be customer must be made to remove the base plate assembly from service and replaced with new. Paperwork must reflect this recommendation. All lifters must be load tested, including g the base plate". The service technicians were informed about above notice, however it was performed in 2005, about 10 years before this complaint. From the received info we can state that this event was caused by a combination of: user error poor or lack of maintenance. Worm out equipment - device exceeded its intended lifetime- was in use for about 29 years. Please note also that the corrosion is the gradual destruction of materials (usually metals) by chemical reaction with their environment in time. This is not a sudden reaction, but needs additional external conditions (e.g.: chemicals or wet environment) over a long period of time during which the rust build-up is visible. Please note that the involved device was in use for 29 years and was installed, as intended, in a bathroom. We find these 2 factors to be significant as a cause of the mast breakage.